Manufacturer narrative:
No product return anticipated, product has been discarded. Test strips lot number and meter serial number not reported. Will continue to monitor.

Event description:
Consumer reports differing values paradigm link meter vs. Laboratory meter. Readings reported fall within acceptable limits, however, consumer reports hospitalization due to hypoglycemia when using the meter.